Event description:
Additional information received, reported that the surgeon tried to run the drill at max 12000rpm. It is not clear how fast the bur heated up, but the surgeon indicated that he had to finish the intervention at a 4500rpm speed and irrigation was definitely used.

Manufacturer narrative:
H3: analysis of the device found that the customer complaint was confirmed, the motor doesn't start, the console showed error 15. The motor is corroded, the motor cannot be removed from the end cap. The cable wires are corroded. The screws are corroded. The device failed incoming hi-pot test. The seals, bearing and o-rings are worn. Some small parts have to be replaced, see parts list for details. H6: previous codes b21, c21 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, while using dcr bur the user was not careful and the engine seized up and wasn't running when the first gear was turned on. When the bur was checked, it was found that an area with sticky/melted plastic was observed in the bur hub. A second bur was taken out and it was found that it was in the same condition with melted plastic right out of the packaging. The handpiece was seized throughout the operation and the user was able to continue it laboriously with a choanal atresia cutter at a maximum of 4500 rpm. There were numerous blockages and warm-up. The user had to continue the surgery with these issues since there were no other alternatives. There was no patient impact.

Manufacturer narrative:
Section d1, d2, d4, d9 and g4 have been updates as the details of the device has been clarified. Section h8 has been corrected. Previous codes b17 and c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.